Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patients ipg was non-functional and was not holding a charge. The patient underwent an ipg replacement procedure and was very pleased with the new battery. The explanted ipg was discarded.